Manufacturer narrative:
(B)(4). The device was returned to baxter and the evaluation is complete. This complaint is an ancillary service event. The increased intra-peritoneal volume (iipv) event was confirmed through an event history log review. The cause was undetermined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event(s) was identified which occurred during the therapy initiated on (B)(6) 2013 at 19:59:52. During night drain cycle nine, the patient's ultrafiltration reading was 703ml, indicating the home patient (hp) drained 703ml more than their maximum programmed fill volume of 1000ml. No additional information is available.